Manufacturer narrative:
(B)(4). Evaluation summary:this reported condition was confirmed. The root cause was determined to be manufacturing issue packing (pouch seal). A batch review showed no related problems were noticed during lot manufacturing. This is the first report of this type in the past two years. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A patient reported 3 mini caps did not have the seal. The patient's nurse instructed him to not use them. The patient has box at home. The home patient (hp) contacted baxter product surveillance on (B)(6) 2011. The hp stated that they found the problem throughout the month of (B)(6) for 3 of the mini-caps. The hp did not use the cap as he found them before use to be missing the seal. The hp stated that the caps would just fly apart. Also, the caps are supposed to have 2 metallic surfaces, but they have 1 metallic and 1 red coated surface instead. The hp stated that he was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported. This report addresses minicap 1 of 3.